Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of approximately 500-600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids and insulin, and was released from the hospital on 5/11/2020 with no permanent damage. Reportedly, the pump did not perform as intended. Review of the pump logs by tandem technical support verified the pump performed as intended, however, the customer maintained that the pump did not function as intended. Reportedly, the customer reverted to manual injections for insulin therapy.